Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument and resulted lower on both. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse found dried liquid on the reagent syringe and proactively replaced the reagent syringe. Quality controls were run, all of which were within range. The cause of the discordant, falsely elevated troponin result is unknown. The sample had resulted as expected upon repeat testing on the same instrument and the customer did not have discordant results on any other patient samples run on the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.